Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during post-operative follow up it was determined under angio that a type ia endoleak was present. The physician performed an intervention where 10 aptus endoanchors were used to seal the proximal side of the stent graft; however, the type ia endoleak was still present at the end of the intervention. Per the physician's statement, the cause is unknown. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.